Manufacturer narrative:
The customer advised physio-control that they have retired the device from service and will not be seeking repair options. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was booting up to a solid white screen and then would reset. The device would not complete the boot up cycle and could not be used on a patient, if needed. There was no patient use associated with the reported issue.